Event description:
It was reported that there has been a gradual rise in sock lead impedances (sli), since implant. There was an out of range sli measurement in december, that was about 133 ohms. Technical services discussed programming options and consideration of delivering a commanded shock, to get the true impedance measurement. The health care professional was going to discuss this with the implanting physician and have the sli checked again in a couple of weeks. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.